Event description:
It was reported that the patient was seen with high impedance of over 9000 ohms. Patient has been referred for replacement along with x-rays, and device disablement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.